Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that she was having break through pain. The patient also reported that the implanting healthcare provider (hcp) inserted the ins in the wrong place. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the doctor inserted the patient's implant at the patient's ribs. Nothing has been done to resolved this as the doctor left the practice.